Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes are overfilling. The lab was having overfilling issues.

Manufacturer narrative:
G5: is combination product? No. Investigation summary : no customer samples and no photos were returned by the customer in support of this complaint. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. 10 production lot in house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the retention testing provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes are overfilling. The lab was having overfilling issues.